Event description:
Reporter indicated that a dell handheld computer's screen was routinely freezing, indicating a possible software malfunction. The dell handheld and flashcard are currently in product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.